Manufacturer narrative:
(B)(4).as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional follow up information was received related to the event. It was reported that the patient's catheter was removed and therapy was withdrawn. The patient's drain started to clear. On an unreported date, the patient had a defective peritoneal membrane. On a later date, the patient completed antibiotic treatment. At the time of this report, the patient was recovering from the bloody drain. The outcome of the defective peritoneal membrane was not reported.

Event description:
It was reported that a patient experienced peritonitis coincident with therapy for continuous ambulatory peritoneal dialysis (capd). The action taken with therapy was unknown. On an unreported date, the patient started hemodialysis (3 times weekly). On an unreported date, the patient experienced bloody drain. It was unknown if the patient was hospitalized for the events. The patient was treated with amikacin for the peritonitis. It was unknown if the patient recovered from the peritonitis.